Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. In this case, the patient experienced serious injury (asystole) in pursuit of treating the failing valve. A definitive root cause could not be determined at this time. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a 27mm valve implanted for 12 years, two months was planned to undergo perivalvular leak repair but coded on anesthesia induction. The patient was taken back to or for tavr on the same day. The patient underwent valve-in-valve intervention due to severe intravalvular and perivalvular leak and moderate stenosis. Tee showed reduced cusp separation, thickening, and calcification. A non-edwards valve was implanted. The patient tolerated the procedure well with no complications. The patient was discharged on pod #3. There is no allegation of premature failure for the surgical valve.